Event description:
The customer reported that a pt was burned at the pad site during a cardiac ablation procedure. A catheter 4mm blazer was used with the grounding pad. The location was on the pt's back. The pt will require plastic surgery to correct the burns rec'd.

Manufacturer narrative:
(B)(4). Two samples were rec'd for eval. One was the incident sample, the other was an unused sample. Testing of both samples found continuity between the plug and the pad, and the resistance measured within the acceptable range. The termination covers were removed and the wire terminations were noted to be assembled correctly. The e7506 IFU warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.